Event description:
Patient requested a new curlin 6000 pump. Upon receipt of older pump, it was found to have a motor stall issue. We were unable to test this pump, as upon turning pump on it alarms "motor stall." This prevents us from going any further. FDA safety report ID# (B)(4).